Event description:
It was reported that during an endoscopic retrograde cholangiopancreatoscopy (ercp) procedure, a balloon rupture occurred. The lesion was located in the common bile duct (cbd). The extractor 11.5mm balloon retrieval catheter was advanced to the cbd, however, upon withdrawing the device from the duct the balloon "struck against the elevator and popped". The device was removed intact and another of the same device was used to complete the procedure. No patient injuries or complications were reported. The patient's status is reported as "fine".

Manufacturer narrative:
The complainant indicated that the device was disposed of at the user facility and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.